Manufacturer narrative:
Additional information: lot number and manufacture date provided. The suspect perc pin has been received by the manufacturer for evaluation. The reported issue is confirmed as the top of the pin is bent and twisted. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that after a spinal fusion procedure, the surgeon was removing a perc pin and bent the instrument. It was reported that the surgeon was removing the pin by grabbing the reference frame and puling on it. In the process, surgeon broke the pin on the perc pin which made using a slap hammer impossible. Surgeon the used pliers to remove the perc pin. The per pin was removed successfully without any patient harm but the instrument was bent. Medtronic representative informed surgeon not to remove the perc pin in the process and use of slap hammer. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.